Event description:
To lpn's were completing the whirlpool bath on this resident and was lowering the lift chair back to the lowest position when the resident suddenly lunged and fell from the chair. One of the nurses tried to stop the fall and consequently the resident fell on to the nurse. The nurses state that the safety belt was on the resident but did not hold the resident in the lift chair. The resident is very tall and weighs in the excess of 160 pounds and is a total transfer and total care. The resident's primary diagnosis is epilepsy but no siezure activity was noted prior to the lungingdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.